Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The representative determined that a fuse and the generator needed to be replaced. No further service info was provided.